Event description:
The customer reported to beckman coulter (bec) that their coulter lh 750 hematology analyzer was giving r flags on differential results and that two (2) patient samples had elevated eosinophil (eo) results compared to the same samples run on another instrument which were considered correct as results matched the manual slide estimate. Erroneous results were reported out of the laboratory; however, the doctor reviewed the records and stated erroneous results were discarded. A corrected report was issued and patient treatment was not impacted by this event. Review of the provided data shows 2 patient samples run on the lh750 instrument gave lower neutrophil (ne) and higher eo results without instrument flags compared to the same sample run on the different instrument in the customer's laboratory. The results obtained from the different instrument were considered correct and correlated to the manual slide review.

Manufacturer narrative:
Controls run before and after this event were within limits and the instrument is currently performing within specifications. The samples were collected in edta lavender top tubes. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and suspected optical contamination causing intermittent elevated eosinophil (eo) counts and noticed the light scatter (ls) sensor had a few particles on the sensing area. The fse replaced the ls sensor and realigned the sensor mask to the laser. The fse also cleaned the flow cell and laser barrel and verified flow cell alignment and adjusted latron to specifications. The fse verified that startup, latron, and controls were within specifications. Failure mode can be attributed to the light scatter sensor.

Manufacturer narrative:
Raw data was collected and analyzed with the following observation: the differential algorithm produced erroneously elevated eosinofil (eo%) results for the raw data file provided. The population locations were shifted to the right on rotated median angle light scatter (rmals) about 15 channels (in 256 scale). In addition, the rotated light scatter (rls) histogram of neutrophil populations shows multiple peaks due to noisy (non-gaussian) distribution. As a consequence of the shifting and multiple peaks in the neutrophil population region, the algorithm misclassified part of the neutrophils as eosinophils. The cause of the shifting and noisy distribution in the neutrophil populations cannot be determined. Failure mode remains the same.